Event description:
It was reported that the patient presented in clinic for a follow-up. Upon interrogation, it was noted that the right atrial lead failed to sense and exhibited noise oversensing. The lead was capped and replaced on (B)(6) 2024. The patient was in stable condition.